Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed due to recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2019, a mitraclip procedure was performed for moderate-severe mitral regurgitation (mr). A mitraclip (s) was implanted without a reported issue, reducing the mr to trace/trivial. On (B)(6) 2020, mild mr was noted. A device relationship to the event was not provided. No additional information was provided regarding this issue.

Manufacturer narrative:
Subsequent to the previous medwatch report, the additional information was obtained: the increase in mr was not significant, mild/trace. The difference in the mr readings was due to the reading echosonographer. There was no device malfunction. This new information would not have been MDR reportable. The device was not returned for analysis. A review of the lot history record could not be performed because no device/lot information was provided. It should be noted that the reported patient effect of mitral regurgitation (mr), as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr was related to the user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.b6: (B)(6) 2020 echo results e3: initial reporter updated to physician h6: patient code 1964 removed.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: the increase in mr was not significant, mild/trace. The difference in the mr readings was due to the reading echosonographer. There was no device malfunction. This new information would not have been MDR reportable.